Event description:
It was reported that this right atrial (ra) lead was surgically abandoned 10 months after implant for high thresholds. Surgical intervention was necessary to resolve the situation. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body noted cuts in the insulation (22 cm from terminal pin) which most likely occurred due to removal of suture sleeve. Lead resistances and hipot testing were completed and measurements throughout these tests were within normal limits. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned 10 months after implant for high thresholds. Surgical intervention was necessary to resolve the situation. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.